Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 350 mg/dl. Customer unable to treat the blood glucose reading with insulin pump. Customer is taking cortizol and other medication causing the blood glucose to increase. Treating with manual injections. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.